Event description:
A report was received that the patient was having difficulty charging the implant due to the pocket being to deep. The patient has to press into the charger when charging and it is uncomfortable. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having difficulty charging the implant due to the pocket being to deep. The patient has to press into the charger when charging and it is uncomfortable. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information received indicates that the patient has lost weight (not device related) and is able to charge her ipg. The patient is reportedly doing well. No revision is necessary at this time.